Manufacturer narrative:
Concomitant medical product: product ID 3889-28 lot# 0213805439 serial# implanted: (B)(6) 2019 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the hospital was waiting to go ahead to recommence surgery so that they can have the lead replaced.

Manufacturer narrative:
Product ID: 3889-28, lot# 0213805439, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead was replaced (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0213805439, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 15-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient¿s device was switched off during pregnancy and now had it switched back on after giving birth. Since the device was switched on there were no issues for 2 months. It was noted that the patient was experiencing pain. The patient was complaining of tingling and swelling in their hands and also experiencing headaches. Furthermore, the patient reported shooting pains in the back of her left leg and throbbing occurred when moving or walking and sometimes their leg would give way. The patient believed that their symptoms were related to their ins. The patient had their device switched off but these symptoms were still persisting. The healthcare provider identified a downward lead migration by doing x-ray imaging. It was noted that the patient was listed for a revision. No further complications were reported or anticipated.